Event description:
Patient reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product". Healthcare professional additionally reported capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Patient reported right side exchange from ¿textured to smooth implants due to the patient's concern with the product". Healthcare professional additionally reported capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: crease flat and wear abrasion observed on the device. White calcification observed on the device. No further actions are required as the device was received out of its sealed package.

Event description:
Device has been explanted.